Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4, d8, d9, h2, h3 and h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. The customer provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: insufflation channel. Cfu: 1000. Bacterial identification: citrobacter freundii. Sampling date: (B)(6) 2025. Sampling from: insufflation channel. Cfu: 2. Bacterial identification: environmental saprophytic flora. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: operation suction channel. Cfu: 4. Bacterial identification: micrococcus luteus/lylae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus will continue to monitor field performance for this device.